Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation duplicated the alleged blank display screen. Moisture was confirmed in the battery compartment. Leak testing did not confirm moisture ingress into the pump. Additional moisture was found inside the pump's interior compartment with moisture damage to the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank with moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.